Event description:
The customer reported that the insulin pump alarmed no delivery during the manual prime. The customer changed the infusion set, but was not able to prime. Troubleshooting was performed. Instructed the customer to disconnect and reconnect the infusion set at the p-cap connection. The customer stated that the insulin exited when the plunger was pushed. Assisted the customer to rewind and prime the insulin pump. The customer stated that the numbers went up, but the insulin did not come out. Ran a displacement test and the test failed. Advised the customer to discontinue use of the insulin pump and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.